Event description:
Customer reportedly received the following results on a aviva ii meter, compared to a professional meter, within 10 minutes: 440 mg/dl (aviva ii) and 110 mg/dl on professional meter. No serious injury reported. Requested return of suspect device for evaluation and replacement was sent.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.